Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 220 mg/dl (test strip lot 475460), 90 mg/dl and 50 mg/dl (test strip lot 475615). No adverse event reported. Return of the suspect device was requested for evaluation.